Event description:
As reported by customer sevice, "the stent was placed in 2000, was repositioned nine days later due to migration, removed four days later due to coating deterioration and another was placed". From information received, the reported problem appears as stent migration. The medical indication was an esophageal stricture, although underlying medical condition not provided. The suspect device was held and requested for analysis by manufacturing.